Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008: the patient presented with a preoperative diagnosis of cervical spondylosis and foraminal stenosis c4-5. The patient underwent the following procedures: 1. Anterior cervical diskectomy c4-5; 2. Anterior cervical fusion c4-5; 3. Insertion of an intravertebral mechanical disk space device, peek cage packed with rhbmp-2/acs; 4. Application of anterior zephyr plate c4-5. Per the op notes, following endplate prep with rasps, a peek cage was packed with one third of rhbmp-2/acs sponge and then tamped into place. No complications were reported. (B)(6) 2008: the patient presented with a preoperative diagnosis of severe degenerative disc disease with a central hernia at l5-s1 and lumbar spondylosis. The patient underwent the following procedures: 1. L5-s1 posterolateral spinal fusion; 2. L5-s1 posterior instrumentation w/ legacy 5.5 titanium with unknown crosslinks; 3. Right iliac crest graft combined with a large rhbmp-2/acs kit and local bone graft; 4. Tlif procedure at l5-s1; 5. Crescent 10 x 30 mm cage; 6. Osteotomy l5-s1 removal of facets bilaterally for lordosis; 7. Lumbar laminotomy, foraminotomy and medial facetectomy, and decompression bilaterally l5-s1. Per the op notes, autograft and rhbmp-2/acs were placed anteriorly for a total of 3mg dose. The rest was placed in the cage followed by autograft. This was placed in the disc space, rotated around and tapped anteriorly to the front third of the disc space. Following crosslink placement, the autograft and rhbmp-2/acs was placed in the lateral gutters from l5-s1. This was also supplemented with local bone graft and some cancellous bone chips. No complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. The severe, painful, and debilitating complications which marked the patient's post-operative period continue to present day and will likely continue into the foreseeable future.